Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that while the ventilator was connected to a patient alarms for o2 concentration high and airway pressure high were generated. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and an o2 gas module and air gas module was replaced and returned for investigation. The reported alarms were not reproduced during test of the returned goods in a reference ventilator where there the air gas and oxygen module was working as expected. There was found that the air gas module was oscillating during test in the production test system for gas modules. The oscillations were caused by the nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. The received device log confirms the reported problem.

Event description:
(B)(4).